Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has been experiencing backup battery fault frequently over past year or more. Initially it would clear with completion of self-test, but since summer 2025 he has required new 11v battery (issued outside of 36-month rotation, receiving replacements in (B)(6) 2025). It was later reported that the cause of backup battery faults was not identified. It was noted that the backup battery faults began around the summer of 2025. The patient received two new batteries and self-test were attempted to resolve the issue. The patient underwent a system controller exchange on (B)(6) 2026.